Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion set adhesive is wet with insulin almost every day since (B)(6) 2011. The pt assumes the infusion set is leaking between the adhesive and cannula. The pt stated, she experienced elevated blood glucose as a result (value not provided). Her normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set is not available to be returned for eval.